Event description:
Event date: (B)(6) 2025 svc (superior vena cava) defibrillation lead impedance 162 ohms. 160 ohms gradual increase in svc (superior vena cava) impedance noted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).